Event description:
Rptr had these implants implanted in 1991 to replace another co's implants. In 1992, because of contracture, the right implant was replaced with a saline implant. She experiences burning and pain in both breasts and developed an autoimmune phenomena in 1985. On 1/17/94, the implants were explanted. (Also see mw1000683 and mw1000685.)